Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please provide lot number: unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture combination was received for analysis. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was examined along of strand and there was no evidence that the first loop was present. Based on the information currently available, a missing loop was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During an unknown plastic surgery, the loop was missing when the package was opened. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.